Event description:
User received discrepant toxo igg results for one patient sample. The initial toxo igg result was 47. The same sample was repeated giving a result of 48. An aliquot from the same primary tube was sent to another facility to be tested for toxo igg by a different methodology (platellia biorad) and gave a negative result. A second sample was obtained on (B) (6) 2009 and tested using the e170 and gave a negative result for toxo igg. No units of measure were provided. No information was provided to determine if erroneous results were reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.